Event description:
The following was reported to hamilton medical ag: fehlermeldung: (B)(4). Summary: tf 431001 tf 431002 due to defective mainboard or blower.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective mainboard. Correction: replace mainboard.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: fehlermeldung: 431002 und 231009. Summary: tf 431001 tf 431002 due to defective mainboard or blower.